Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain the ipg pocket site. In turn, surgical intervention took place on (B)(6) 2019 wherein the ipg was relocated. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.